Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose was 659 mg/dl with high ketones. Ketone levels were identified as life threatening by health care provider. On (B)(6) 2021 the customer went to the emergency room and was subsequently admitted to the ICU. Customer was treated intravenously with saline and insulin. Multiple attempts were made by tandem technical support to follow up with the customer for additional information, but no response was received.